Event description:
It was reported that during the attempted implant of this right ventricular (rv) lead, high out of range impedance measuring 2100 ohms was noted. The physician decided to attempt to reposition this lead, however difficulty removing the lead was encountered and upon extraction, tissue stuck to the helix mechanism was observed. The procedure was completed with another lead. No adverse patient effects were reported. This lead has not been returned.

Event description:
It was reported that during the attempted implant of this right ventricular (rv) lead, high out of range impedance measuring 2100 ohms was noted. The physician decided to attempt to reposition this lead, however difficulty removing the lead was encountered and upon extraction, tissue stuck to the helix mechanism was observed. The procedure was completed with another lead. No adverse patient effects were reported. This lead has not been returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection found dried blood/tissue around the helix which was deformed. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.